Manufacturer narrative:
This reported event involves 2 devices, same patient, same procedure. This is report 2 of 2. MFR report numbers: 9615741-2016-00005; 9615741-2016-00006. Integra completed its internal investigation 7mar2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: a review of the device history cannot be performed as no manufacturing lot was provided. A review of the design specifications and design changes was performed. Review of specifications was done. Specifications for assembly between panta nail threaded axis 519131nd and support device 519110nd are correctly established and are matching. No significant design change was done on dimensions linked to assembly between panta nail threaded axis 519131nd and support device 519110nd during the last two years. Also both threaded parts of devices are checked during incoming inspection. A review of the complaint system was performed. This is the (B)(4) incident reported to newdeal about improper screwing between panta nail threaded axis 519131nd and support device 519110nd for the past two years. The complaint rate for this kind of incident (confirmed incidents only) during the stated time period is (B)(4) percent. Conclusion: given the description of the event, the observations made during the investigation and the lack of returned product and lot number information, the root cause cannot be determined.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the threaded axis doesn't screw in right. Additional information has been requested.

Manufacturer narrative:
It was reported that at the end of the case as the or staff was taking the jig off the nail and dismantling the jig we noticed the cross threading. No disruption in the procedure occurred. It was reported there was no patient contact or injury alleged for this event. Revision or medical intervention was not required. The patient was not prepped for surgery. There was no surgical delay.